Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified device patch with lot (or catalog) number: it is not possible to see the "patch" number and catalog of the device due to the quality of the photos. Opening (posterior side) wear abrasion. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.